Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed as planned as the system recovered naturally. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue as the log analysis does not show any errors related to it. Upon troubleshooting, fse found that the equipment was working as intended. As a preventive measure, fse replaced the handswitch and returned to philips for further analysis. The cause of the handswitch failure could not be conclusively determined by the supplier's part analysis. Following the replacement of the handswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that digital subtraction angiography shooting sometimes did not run. There was a sound during irradiation, but no image was being captured. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hand switch which resolved the issue. The device was returned to use in good working order.